Event description:
In 2007 diagnosed with prostate cancer. Urologist praised this robot thing and never discussed any other options because the doctor said the cancer was about to spread but did not show proof of that and he rushed the surgery to be performed within 3 weeks of diagnosis. Easy as pie overnight stay less side effects the whole fairytale and then during the surgery an assistant 'helped' and my husband was injured by a knick to one of his organs which caused a massive blood clot in abdomen and doctors tried to tell us that was normal. We saw the others come and go finally the rn on his floor called and demanded the doctors to do something. X-ray confirmed clot so into surgery again and they had to give him a blood transfusion, 4 pints! He was in the hospital about 8 days and have lasting effects from it which we were told would be minimum. I tried to bring this to the attention of law community and whoever else would listen but in 2007 it was too new. He almost died! The doctor said they knicked the lining of his stomach but I challenge you to find that in any reports but we both heard him!